Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the cause of the failure was due to defective sample probe. The fse replaced the sample probe to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported false high sodium results were generated on the ise unit of their au5800 clinical chemistry analyzer. The results were reported outside the laboratory and later amended. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated with event.